Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device will reset or lock-up repeatedly. There were no reports of pt use associated with this event.